Event description:
Description according to complainants medwatch report (B)(4): patient presented for removal of retrievable ivc filter. During removal it fell apart and pieces migrated into the patient. All pieces have not been retrieved: some remain in the patient. The device was being retrieved due to the device not doing what it was supposed to do. Additional information received from complainant on 08 june 2015: the initial reporter indicated that the filter was removed because the patient no longer needed the filter. She confirmed that the filter did what it was supposed to do and that the initial form is incorrect. Patient outcome: pieces of the broken ivc filter remained inside the patients body. It is unknown if the patient underwent any additional procedures or experienced any adverse effects due to this at this time. Information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-jug-celect-perm. Investigation is in progress. Corrections compared to complainants medwatch report (B)(4): date of report: (B)(4) 2015. Added the additional information received from complainant on june 08, 2015. Brand name: cook celect jugular vena cava filter set. Common device name: dtk filter, intravascular, cardiovascular. (B)(4). No model#, expiration date: 09/22/2016. Implant date unknown. Device not received for evaluation. (B)(4).